Manufacturer narrative:
(B)(4). Tgu373715j/13748691 and tgu282815j/13882767 were reported under 2017233-2015-00562. Pla260300j/13373407 was reported under 2953161-2015-00122. Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection and reoperation, bowel (e.g., ileus, transient ischemia, infarction, necrosis), and death. The IFU also states intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing dissection extension or persistent false lumen perfusion.

Event description:
On (B)(6) 2015, the patient underwent an endovascular repair of a chronic dissection using two conformable gore tag thoracic endoprostheses (tgu373715j/13748691 - proximal, tgu282815j/13882767 - distal). The procedure was concluded without any reported issue. On the same day, the patient suddenly became unstable. Distal progression of the dissection with extension beyond the distal end of the distal device was identified. The patient was implanted with a conformable gore tag thoracic endoprosthesis (tgu313115j/13087821) and a gore excluder aaa endoprosthesis aortic extender component (pla260300j/13373407) to repair the dissection. The patient tolerated the procedure. On (B)(6) 2015, malperfusion was observed due to a progression of the dissection distally. It was reported that another conformable gore tag thoracic endoprosthesis (tgu262110j/13413262) was implanted distally to cover a septal tear. Intestinal necrosis was also observed and enterectomy was performed. Angioplasty on the sma was performed and a metallic stent was implanted in the sma. The physician stated that the new entry was developed due to the contact of the distal edge of the pla and the arterial wall. On (B)(6) 2015, the patient did not recover and expired. The cause of death was reported as intestinal necrosis.